Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A closure top was returned to the manufacturer with fractured/stripped threads. This damage is believed to have occurred intra-operatively, however there was no patient impact.